Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2011. According to the complainant, the patient experienced urinary retention and had to wear a catheter for approximately one week. When this was discontinued, she was having voiding complications to the point of being unable to void at all (specifics unknown). Reportedly, on (B)(6), 2011 the patient presented to the emergency room and after several attempts, a catheter was once again manipulated into the bladder(specifics unknown). On (B)(6), 2011, the patient underwent cystoscopy with excision of the eroded sling, however she still experienced urinary incontinence and other complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.